Event description:
Per complaint (B)(4), it was reported that while uncovering a dental implant, it was discovered to be broken.

Manufacturer narrative:
A fractured component of the implant's fixation screw was returned. The implant was not received.